Event description:
Acct. Reports that the tubing separated from the housing of the distal luer. Incident caused the intravenous to clot off and the intravenous had to be restarted. Incident occurred on a pediatric pt. No serious injury to the patient reported.